Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# / serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead . The main component of the system other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 27-may-2025, UDI#: (B)(4). Phone number: (B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the implant procedure plot 0 had a bad connection. The impedance was too important, plot number 0 was really high of >10,000 ohms and could not be used. It was noted that an external cause may have been the patient's weight. The lead was explanted and replaced. The issue was resolved at the time of report.